Event description:
It was reported that this device emitted tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No adverse patient effects were reported. At this time, the product remains implanted and in service. If the product is explanted and returned, analysis will be performed and this report would be updated at that time.